Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling with ac and/or battery power, and functional stress testing without duplicating the report. The lithium-ion battery was replaced as a precaution. The ac charger was not returned for evaluation. The customer was advised to be attentive to the ac charger operability. The device works as intended. The device was recertified and returned to the customer. Review of the device activity logs did not observed any indication of a device malfunction. No trend is associated with reports of this type.